Event description:
The customer requested log entries related to a patient bed. It was noted that the patient expired during central patient monitoring. There has been no allegation of monitor failure.

Manufacturer narrative:
(B)(4). The customer requested log entries related to a patient bed. It was noted that the patient expired during central patient monitoring. There has been no allegation of monitor failure. Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is completed.